Event description:
It was reported during an in house training by a getinge clinical representative the cardiosave intra-aortic balloon pump (iabp) showed a fiber-optic module failure. Another simulator and intra-aortic balloon (iab) were used with the same results. The iabp was sent to the hospital's biomed for evaluation. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service representative reported that it was determined that at the time of the training a faulty demo balloon was being used which caused the failure, and not the iabp. The customer's biomed technician inspected the iabp and came to the same conclusion. If any pertinent information is provided a supplemental report will be submitted.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer has not requested getinge to evaluate the iabp in connection with this event. A supplemental report will be submitted if further information is provided to us. (B)(6).

Event description:
It was reported during an in house training by a getinge clinical representative the cardiosave intra-aortic balloon pump (iabp) showed a fiber-optic module failure. Another simulator and intra-aortic balloon (iab) were used with the same results. The iabp was sent to the hospital's biomed for evaluation. There was no patient involved and no adverse event was reported.